Manufacturer narrative:
Review of complaint activity determined that there was normal complaint activity for lot 01347fn00. Tracking and trending report review for the architect anti-hbs assay determined that there were no related trends. Using worldwide field data the performance of reagent lot 01347fn00 was evaluated. This evaluation indicated that the patient median result for the lot was comparable with all other lots in the field and no systemic issue was identified for the lot. Manufacturing documentation for the reagent lot did not identify any issues associated with the complaint issue. Additionally, labeling was reviewed and sufficiently addresses the customer's issue. Based on the available information, no systemic issue or deficiency of the architect anti-hbs assay was identified.

Manufacturer narrative:
This report is being filed on an international product, architect anti-hbs, list 7c18, that has a similar product distributed in the us, ausab, list number 1l82. Section a patient information: no further information was provided. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer reported a (B)(6) architect anti-hbs result for a (B)(6) year old female with chronic (B)(6). The sample generated a (B)(6) result on an architect analyzer and (B)(6) results on a second architect analyzer (B)(6)), colloidal gold and time-resolved ((B)(6)) methods. No impact to patient management was reported.